Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displayed error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The u13 8-bit cmos flash micro-controller on the bedside board was internally shorted. The cause for the failure was isolated to the shorted component. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.